Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and perigee were used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of vaginal vault reconstruction, anterior and posterior colporrhaphy, paravaginal vaginal repair and sacrospinous fixation performed during mesh implantation.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. The following outcomes were attributed to the device: erosion, extrusion, recurrence, dyspareunia, vaginal scarring, and urinary problems. It was reported that the patient underwent repair of mesh erosion on (B)(6) 2012.(B)(4).